Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the observed distal circumferential fracture has the potential for forward firing. The fracture likely occurred due to elevated temperature near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination with magnification showed that the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits severe devitrification at output window and the metal cap exhibits no signs of detritus adhesion on its surface. The fiber has experienced post-procedural damages including connector missing from the fiber body; therefore, segment verification test and hene (helium-neon) laser test could not be performed. Labeling review the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with the fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that a fiber was returned without product performance allegation information. The fiber was returned and analysis found that glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Based on the observed circumferential fracture at distal, the potential for forward firing exist.